Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 30 curved-tip stapler instrument associated with this complaint. Failure analysis confirmed the reported event. The instrument was found to have a lodge component in both jaws. Articulated the grip axis manually and was actuating as expected. Unable to perform and place the instrument on in-house system for clamping and firing due to the lodged component. The lodged staples were most likely the cause of the issue from the field. Additionally, the instrument was found to have functional test firing failure based on the customers logs. The logs showed a firing failure tissue too thick on two occasions. The instrument was unable to test due to lodged staples found during visual inspection in both jaws. The instrument was found to have friction on roll axis. Heavy friction was observed when manually articulated the roll axis. Failure analysis opened the instrument white housing cover and found heavily contaminated roll gears. Intuitive surgical inc. (Isi) received a used surefom30 grey reload associated with this complaint. Failure analysis confirmed the reported event. The accessory reload was return with a broken tail. The accessory reload had a broken/damage cartridge at the tail of the reload. The broken tail was still attached on the cartridge. Visual inspection showed all staples, and all pushers were deployed. Intuitive surgical inc. (Isi) received 6 unused sureform 30 grey reloads associated with this complaint. Failure analysis did not confirm the reported event. The reloads were received in its original sealed package. The reload was inspected, visual inspection found no damage to the cartridge, no damage to the tail or the switch. All staples and pushers were intact. The accessory reload was installed on the in-house instrument using the reload installation tool. The instrument was installed on the in-house system with no issue. Successfully firing the reload with no issue. Visual inspection showed all the staples were deployed. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were correctly formed into the proper b-shape. No product issue was identified. Sureform 30 curved-tip stapler instrument logs show the instrument was installed on the system 8 times and fired 8 reloads (4 blue, 2 gray, 1 white, 1 blue, in that order). On installs 1-5, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 6, the first clamp was aborted by the user. The next clamp was successful, but was followed by a firing failure. On install 7, the first clamp was successful, and the firing was completed with no pauses for compression. On install 8, the first two clamps were successful, but were followed by a second firing failure. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. A review of the video clip was conducted. At the start of the video, the surgeon is clamping on bronchus with an 8mm sureform 30 blue reload, the first clamp is successful. The surgeon then unclamps and repositions the stapler, clamping successfully on the first attempt. The surgeon the fires the stapler with pauses for compression at 30mm, 30mm, 28mm, before indicating that tissue is too thick to continue at 27mm. The surgeon removes the 8mm stapler and we can see formed staples ahead of a small amount of transected tissue as well as some un/partially formed staples further distal of the formed staples. These partially formed staples are a result of the stapler stopping fire prior to the staple formation being complete which is a mitigation to prevent stapling on tissues that could produce suboptimal staple lines. All tissue that has been transected is approximated and there is at least one row of formed staples ahead of the transected tissue. The surgeon then brings in a 12mm sureform45 curved tip stapler with a green reload, it clamps successfully on the first attempt and fires across the previous partial fire site at 4:48 with no pauses for compression. The staples appear to be formed, approximating tissue, and the tissue is completely transected. Between 6:00 and 9:14 the surgeon examines an unapproximated vascular structure on the specimen side, and there were no staples deployed in this structure. All vascular tissue on the patient side appears to have all staples deployed and properly formed, and all tissue is approximated and is transected appropriately. Because the fire that produced this staple line was not seen, a cause for this unapproximated tissue could not be determined based on the video.

Event description:
It was reported that during a da vinci-assisted left lower pulmonary lobectomy surgical procedure, a grey sureform 30 reload was used to transect the pulmonary artery (pa) the staple line was incomplete. The sureform 30 curved-tip stapler instrument worked without complication prior to the event with blue reloads. The stapler with the second-to-last grey reload was loaded into the system without error. The stapler had a good angle on the pa. The clamp was successful with no error messages. During the firing sequence with the grey reload, there were no complications; the reload fired straight across the pa. Once the firing was complete, the stapler was unclamped, and the tissue was fully transected. Bleeding was immediately identified from the specimen side of the tissue. Pressure and suction were applied for better visualization. There appeared to be no staples formed along the specimen side of the pa in the wall of the vessel. Some formed staples were noted to be floating around the surrounding area. The retaining patient side of the pa that was transected was intact, with a complete, formed staple line. No intervention was required. The patient's tissue integrity was healthy; the patient was a nonsmoker. The sureform 30 curved-tip stapler was used again after the event with no complications. The procedure was completed robotically. The patient was stable and discharged home the next day. The gray reload transected the pa; however, the specimen side of the staple line was open. The patient side of the staple line was complete. Bleeding from the specimen side occurred, and required intervention. A blue sureform 30 reload was fired after the event with the same stapler with no reported complication. The procedure was completed robotically. The patient is stable.